Event description:
Due to customer appearing flushed, the paramedics were called. Once they arrived, customer tested 240mg/dl on her device and 18mg/dl on the ambulance device.she was given and IV of glucose and she was fed. Customer reports that she had not taken her medications since 2.5 hours prior to incident. Timeframe between comparison unk. No quality cotrols were used. Requested return of suspect device and replacement was sent.